Manufacturer narrative:
One service replacement dyonics 25 pump with part number 7211010s was received on 09/25/2015 and confirmed to be serial number (B)(4). A visual inspection was performed on the exterior of product and no damage was found. Unit appears to be in average condition. Complaint of excess pressure and pumping too much fluid could not be reproduced. Product passed functional testing with no faults or errors. Product passed functional testing during 6 hour burn-in on wet station utilizing low and high pressure and flow settings. Raw and zero transducer readings were normal and well within specs during all functional tests. At no time during functional testing did unit fail with excessive pressure or pump too much fluid. No problem found. Possible reasons for excessive pressure is a defective tube set or pinched tubing. (B)(4).

Manufacturer narrative:
Device has been received, evaluation has not yet begun. (B)(4).

Event description:
During an elbow scope, it was reported that the doctor noticed excess pressure in the joint. The doctor changed settings to the lowest and observed extravasation of the joint. They then swapped units to continue the procedure. There was a ten minute procedural delay with no reported patient injuries or complications.